Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the maryland bipolar forceps had a broken cable since the instrument was installed and a loose cable was seen. Surgeon was unable to open and close the jaws, when instrument was removed the broken cable was noticed. There were no delays. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.